Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding this event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for hemolysis. No other info was provided to the manufacturer.